Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left brachial vein. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated three times at 10 atm accordingly. However, at third inflation, it was noted that the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported and patient was good post procedure.